Event description:
During a veneer preparation procedure, the handpiece contacted the patient's lip and the patient jumped, stating that they felt heat on their lip. The doctor checked the head of the handpiece and found it was burning hot. It was then he observed a blister on the patient's lip. The doctor switched to a different handpiece to finish the procedure. The patient's injury was minor and has healed normally with no permanent scaring or need for further medical treatment. The dental office declined to provide information on patient age, weight, etnicity, race.